Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was keep cycling the self-test and was not display alarms. Customer also noted the keypad was unresponsive and that there are several cracks in the insulin pump. No harm requiring medical intervention was reported. Customer noted cracks are all over insulin pump but now battery was not hold in place unless it was held in with electrical tape. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to complete broken battery tube threads, complete broken reservoir tube lip, missing reservoir tube o-ring and cracked case reservoir tube window corner. Unable to verify button keypad anomaly due to blank display. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.